Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had high blood glucose that she believed to be in the 600 to 699 mg/dl range. She treated with manual injection. The customer stated she had not yet begun insulin pump therapy and was just putting in carbohydrates and blood glucose for practice. Nothing further was reported.